Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the up, down and contrast buttons required multiple presses to elicit a response. The reporter stated the keypad was ripped near the up arrow. The reporter stated that the rip happened after tactile changes. The reporter stated there was no moisture in the pump. The patient reportedly wore the pump in a pocket and does not clean the pump. There is no adverse event associated with this complaint. This report is being made due to keypad response issue.

Manufacturer narrative:
Follow-up #1 date of submission 05/15/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the keypad was torn around the contrast keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. All keypad buttons were found to be responding intermittently. There was evidence of contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.